Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell on the pump and the touch screen became cracked. Customer is unable to interact with the pump touch screen due to the screen becoming black. Customer's blood glucose was between 70-80 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.